Manufacturer narrative:
Section e initial reporter: the initial reporter's first and last name and phone number cannot be provided due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that an abnormality was suspected because the device pressure showed a low value. The oxygenator pre-pressure was not measured. The centrifugal pump was suspected to be abnormal and was reinstalled, but no improvement was observed. The device was replaced to complete the procedure. After the oxygenator exchange, the abnormal pressure was eliminated and the operation was completed without any problems. There was no adverse patient effect associated with this event. Medtronic received additional information that an air leak was not suspected. Medtronic received additional information that the pressure decreased suddenly. The pressure decreased immediately after cooling. Voluven 1000 ml, bfluid 500 ml, heparin 7 ml, cefazolin 2 g, normal saline 20 ml were used. Continuous heparin infusion; after initiation of cardiopulmonary bypass was performed. Tranexamic acid 10 ml and albumin 3.77 were administered. Post-oxygenator; the pressure remained below 100 mmhg. When pre-oxygenator pressure was measured, it was 600 mmhg. The pressure was measured at each of the three arterial branches.a hms plus was used to monitor heparin dosing, the target was 2.9 mg/kg; the actual dose was 4.0 mg/kg. The target act was 480 seconds; act prolonged to 820 seconds after the initial heparin administration. The venous drainage temperature before the oxygenator was 34.4°c. The arterial return temperature after the oxygenator: 35.2°c. The patient's serum albumin level pre-bypass was 7.43 g/dl (total protein). The patients pre-operative platelet count was 188,000. It was stated that there was already a sense that oxygenation was not very good, and there was a feeling like the oxygenation performance was not increasing as well as usual.